Event description:
It was reported that the customer was hospitalized due to high blood glucose, diabetic ketoacidosis, and ketones. Their blood glucose went up to of 500 mg/dl. At the time of the emergency room visit their blood glucose was 129 mg/dl. At the time the customer was not feeling well and was nauseous. They were treated with insulin drips until they were stable and got released. The customer reported that they woke up with a high blood glucose, treated, went back to sleep, woke up again with a blood glucose of 494 mg/dl, treated, the reading went down to 300 mg/dl, was feeling nauseous, called their doctor and was told to go to the emergency room. The customer was treating with bolus and manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.